Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device also received with cracked case(battery tube) and broken belt plate weld.